Event description:
I've been having pain in both breast after 3 years of breast augmentation with nattrelle implants. Sometimes they feel hard other way too soft and I get muscular pain in my breast and back, other times it's a sharp pain straight to the breast. I'm a mother and I fear of losing my life due to these implants. Is the company going to pay for replacement augmentation? The operation has costs. Since it's recent I haven't gotten tested yet but nattrelle company should pay for testing. FDA safety report ID # (B)(4).